Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. B02267) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, c-section and vaginal delivery. Concomitant products included diazepam (diazepan) since (B)(6) 2015. In 2015, the patient experienced the first episode of cervix disorder ("uterine cervical lesion") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("pain during essure insertion"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), back pain ("lumbar pain radiating to the legs"), balance disorder ("loss of balance"), pyrexia ("fever"), decreased appetite ("loss of appetite"), migraine ("strong migraine"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain ("belly pain") and headache ("headache"). On an unknown date, the patient experienced the second episode of cervix disorder ("uterine cervical lesion"), endometriosis ("endometriosis"), abdominal distension ("abdominal swelling") and urine odour abnormal ("urine smelled bad"). The patient was treated with surgery (fallopian tubes removed by laparotomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, procedural pain, vaginal haemorrhage, back pain, balance disorder, pyrexia, decreased appetite, migraine, alopecia, fatigue, abdominal pain, headache, the last episode of cervix disorder, endometriosis, weight increased, abdominal distension and urine odour abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, balance disorder, decreased appetite, endometriosis, fatigue, headache, migraine, pelvic pain, procedural pain, pyrexia, urine odour abnormal, vaginal haemorrhage, weight increased, the first episode of cervix disorder and the second episode of cervix disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2020: nickel test: 2mcg/l. Human chorionic gonadotropin - on (B)(6) 2015: negative. Ultrasound scan - on an unknown date: essure in correct location; uterine cervix lesion and endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. B02267) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, c-section and vaginal delivery. Concomitant products included diazepam (diazepan) since (B)(6) 2015. In 2015, the patient experienced the first episode of cervix disorder ("uterine cervical lesion") and was found to have weight increased ("weight gain"). On (B)(6)2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("pain during essure insertion"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), back pain ("lumbar pain radiating to the legs"), balance disorder ("loss of balance"), pyrexia ("fever"), decreased appetite ("loss of appetite"), migraine ("strong migraine"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain ("belly pain") and headache ("headache"). On an unknown date, the patient experienced the second episode of cervix disorder ("uterine cervical lesion"), endometriosis ("endometriosis"), abdominal distension ("abdominal swelling") and urine odour abnormal ("urine smelled bad"). The patient was treated with surgery (fallopian tubes removed by laparotomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, procedural pain, vaginal haemorrhage, back pain, balance disorder, pyrexia, decreased appetite, migraine, alopecia, fatigue, abdominal pain, headache, the last episode of cervix disorder, endometriosis, weight increased, abdominal distension and urine odour abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, balance disorder, decreased appetite, endometriosis, fatigue, headache, migraine, pelvic pain, procedural pain, pyrexia, urine odour abnormal, vaginal haemorrhage, weight increased, the first episode of cervix disorder and the second episode of cervix disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test on (B)(6) 2020: nickel test: 2mcg/l. Human chorionic gonadotropin on (B)(6) 2015: negative. Ultrasound scan on an unknown date: essure in correct location; uterine cervix lesion and endometriosis. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.